Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on 07/27/2016, that on (B)(6) 2016, the receiver ceased to function. There was no report of any injury or medical intervention. No additional event or patient information is available.

Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. The device was visually inspected and no defect was found. The receiver log was reviewed and screen error alarms and "call tech support" errors were observed. The reported event that the receiver ceased to function was confirmed during log review. The customer complaint was confirmed. A root cause could not be determined.